Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 after the left ventricular assist device (lvad) system was implanted and speed brought to 5500, bleeding was noted in the right atrium (ra). The patient¿s ra was quite friable, and adheised given his prior coronary artery bypass graft surgery (CABG). Attempts to repair this were unsuccessful. The decision was therefore made to go back on bypass. The ra was decompressed, adhesions dissected, and 1-2 centimeters tear in ra was found. Repair sutures continued to tear so a bovine pericardial patch was placed and repair as hemostatic. Patient was weaned off bypass and lvad flow back up to 5500. Hemostasis achieved. On (B)(6) 2021, within the first 24 hours post operation, the patient received 4 units of packet red blood cell (prbc), 3 units of platelets, and 1 unit of plasma given. Lowest hemoglobin (hgb) 7.2 g/dl hematocrit (hct)21.4 %, lowest platelets 117, at 0643 on (B)(6) 2021. The patient had increasingly frequent/severe hypotensive episodes morning of (B)(6) 2021. Chest xray at this time was concerning for fluid collection in the right chest. The patient was taken to the operating room (or) morning of (B)(6) 2021 for washout. No source of bleeding found, 1.5-2 l clot evacuated from right chest and no new bleeding noted throughout. A 28f chest tube placed in right and patient returned to intensive care unit (ICU). The patient also had a past neurologic dysfunction/ stroke with risidual mild lue weakness. Upon extubation on pod1 lue weakness was significantly worse. Stroke activation called and head CT showed prior chronic infarct with no acute changes. Symptoms resolved and patient returned to baseline post CT. No new interventions, unable to start anticoagulation due to bleeding risk. On (B)(6) 2021, the patient¿s spiked a temperature of 38.4 celsius with peak white blood count (wbc) 17 on (B)(6) 2021 and blood and urine cultures sent. Course of prophylactic surgical antibiotics were completed. Pneumonia panel positive for klebsiella and pseudomonas. The patient started on IV cefepime and vancomycin. The patient continued to have ongoing delerium, which contributed to multiple factors; sepsis, hypernatremia, deconditioning however no treatment rendered. On (B)(6) 2021, increased wbc counts in presence of elevated temperatures. Temperatures averaging 38-38.5 degrees celsius after reintubation. Max temperature was 38.7. Blood cultures and sputum cultures obtained. Blood cultures showed no growth at two days. Sputum culture revealed few epithelial cells, many wbcs, with no organisms seen. Few normal respiratory flora noted. Negative for s. Aureus and p. Aeruginosa. Patient was placed on vasopressin and epinephrine infusions initially - (map in 20's at time of cardiac arrest/intubation) but weaned off by the morning of (B)(6) 2021. Max wbc count was 15.4 on (B)(6) 2021 at 0351; but trending down now - most current wbc count is 13.5. Type of treatment included prolonged hospitalization; IV antibiotic changed from cefepime to meropenem (q6h for 7 days). Antibiotics changed from cefepime, vancomycin to levoquin; and finally meropenum. Blood urine, and sputum cultures obtained on (B)(6) 2021 - no growth noted. Final antibiotic, meropenum, completed on (B)(6) 2021. Patient currently afebrile. It was also reported that on (B)(6) 2021, patient¿s hemoglobin continued to decrease; with two units of prbc¿s infused on (B)(6) 2021. Prior to transfusion, hemoglobin was 7 with levels increasing to 8.9 after transfusion. Max international normalized ratio (inr) since implantation on (B)(6) 2021 was 2.0. The patient¿s hemoglobin decreased to 7.0 on (B)(6) 2021 - with 1 unit of prbcs transfused. Inr on (B)(6) 2021 was 1.8. No concerns noted for active bleeding. On (B)(6) 2021, the patient experienced cardiac arrest because of respiratory failure (possible etiology mucous plug). CPR and epinephrine bolus provided with rosc after 2 minutes. Post code a head CT completed on (B)(6) 2021 and (B)(6) 2021. (B)(6) 2021 head CT confirmed presentation of small, bilateral acute and subacute cerebellar infarcts. Neurology believes these are a result of patient coding. Cardiac arrhythmias experienced along with respiratory failure (possible mucous plug etiology) resulting in cardiac arrest. CPR provided for 5 minutes with return of spontaneous circulation (rosc). Patient was intubated with pressors administered for blood pressure support. Patient had percutaneous trach placed by thoracic surgeon on (B)(6) 2021 due to continued need for mechanical respiratory support and inability to clear secretions. The patient remains hospitalized. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11oct2021. The heartmate 3 lvas IFU is currently available. Section 1 ¿introduction¿ of this document lists bleeding, neurological dysfunction, infection, cardiac arrhythmia, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a routine right heart catheterization with lvad ramp study completed on (B)(6) 2021 to directly address the patient's cardiac hemodynamics. The patient was noted to have normal pressures. No changes were made to pump parameters. The patient's tracheostomy tube was exchanged by a cardiothoracic surgeon on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 after the left ventricular assist device (lvad) system was implanted and speed brought to 5500, bleeding was noted in the right atrium (ra). The patient¿s ra was quite friable, and adheised given his prior coronary artery bypass graft surgery (CABG). Attempts to repair this were unsuccessful. The decision was therefore made to go back on bypass. The ra was decompressed, adhesions dissected, and 1-2 centimeters tear in ra was found. Repair sutures continued to tear so a bovine pericardial patch was placed and repair as hemostatic. Patient was weaned off bypass and lvad flow back up to 5500. Hemostasis achieved. On (B)(6) 2021, within the first 24 hours post operation, the patient received 4 units of packet red blood cell (prbc), 3 units of platelets, and 1 unit of plasma given. Lowest hemoglobin (hgb) 7.2 g/dl hematocrit (hct)21.4 %, lowest platelets 117, at 0643 on (B)(6) 2021. The patient had increasingly frequent/severe hypotensive episodes morning of (B)(6) 2021. Chest xray at this time was concerning for fluid collection in the right chest. The patient was taken to the operating room (or) morning of (B)(6) 2021 for washout. No source of bleeding found, 1.5-2 l clot evacuated from right chest and no new bleeding noted throughout. A 28f chest tube placed in right and patient returned to intensive care unit (ICU). The patient also had a past neurologic dysfunction/ stroke with risidual mild lue weakness. Upon extubation on pod1 lue weakness was significantly worse. Stroke activation called and head CT showed prior chronic infarct with no acute changes. Symptoms resolved and patient returned to baseline post CT. No new interventions, unable to start anticoagulation due to bleeding risk. On (B)(6) 2021, the patient¿s spiked a temperature of 38.4 celsius with peak white blood count (wbc) 17 on (B)(6) 2021 and blood and urine cultures sent. Course of prophylactic surgical antibiotics were completed. Pneumonia panel positive for klebsiella and pseudomonas. The patient started on IV cefepime and vancomycin. The patient continued to have ongoing delerium, which contributed to multiple factors; sepsis, hypernatremia, deconditioning however no treatment rendered. On (B)(6) 2021, increased wbc counts in presence of elevated temperatures. Temperatures averaging 38-38.5 degrees celsius after reintubation. Max temperature was 38.7. Blood cultures and sputum cultures obtained. Blood cultures showed no growth at two days. Sputum culture revealed few epithelial cells, many wbcs, with no organisms seen. Few normal respiratory flora noted. Negative for s. Aureus and p. Aeruginosa. Patient was placed on vasopressin and epinephrine infusions initially - (map in 20's at time of cardiac arrest/intubation) but weaned off by the morning of (B)(6) 2021. Max wbc count was 15.4 on (B)(6) 2021 at 0351; but trending down now - most current wbc count is 13.5. Type of treatment included prolonged hospitalization; IV antibiotic changed from cefepime to meropenem (q6h for 7 days). Antibiotics changed from cefepime, vancomycin to levoquin; and finally meropenum. Blood urine, and sputum cultures obtained on (B)(6) 2021 - no growth noted. Final antibiotic, meropenum, completed on (B)(6) 2021. Patient currently afebrile. It was also reported that on (B)(6) 2021, patient¿s hemoglobin continued to decrease; with two units of prbc¿s infused on (B)(6) 2021. Prior to transfusion, hemoglobin was 7 with levels increasing to 8.9 after transfusion. Max international normalized ratio (inr) since implantation on (B)(6) 2021 was 2.0. The patient¿s hemoglobin decreased to 7.0 on (B)(6) 2021 - with 1 unit of prbcs transfused. Inr on (B)(6) 2021 was 1.8. No concerns noted for active bleeding. On (B)(6) 2021, the patient experienced cardiac arrest because of respiratory failure (possible etiology mucous plug). CPR and epinephrine bolus provided with rosc after 2 minutes. Post code a head CT completed on (B)(6) 2021 and (B)(6) 2021. (B)(6) 2021 head CT confirmed presentation of small, bilateral acute and subacute cerebellar infarcts. Neurology believes these are a result of patient coding. Cardiac arrhythmias experienced along with respiratory failure (possible mucous plug etiology) resulting in cardiac arrest. CPR provided for 5 minutes with return of spontaneous circulation (rosc). Patient was intubated with pressors administered for blood pressure support. Patient had percutaneous trach placed by thoracic surgeon on (B)(6) 2021 due to continued need for mechanical respiratory support and inability to clear secretions. The patient remains hospitalized. No additional information provided.